Event description:
It was reported that a patient underwent balloon kyphoplasty procedures at levels t11, t12, and l1. Intraoperatively, the patient had a cardiac arrest and expired. Reportedly, the first signs, disturbed capnography and bradycardia, were visible a few minutes after the cement injection completed. CPR was performed for 25 minutes. Transoesophageal echo showed a dilated right heart (atrium and ventricle) and a small left heart, with obstructive pulmonary blood circulation. There were no cement leakage during cement injection, and no cement visible from the postmortem. Origin of embolism is unknown. No further information was reported.

Manufacturer narrative:
Method - follow-up with company representative medtronic, inc.